Manufacturer narrative:
(B)(4). Date sent: 12/31/2025. D4: batch # 364d64. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned tlc75 device determined that it was received with no apparent damage and with a reload present. The reload had the proximal 7 drivers up with the swing tab in the locked position. The swing tab was reset in order to fire the reload. The device was test with the returned reload and fired without any difficulties. However, 2 staples were noted to be missing along the staple line, these staples do not created a fluid path. The reported events were confirmed and are related to improper use or handling of the device and reload. It is possible that improper handling of the reload caused staples to fall out, and failure to complete the stroke may result in an incomplete staple line. The cartridge reload is designed to lockout as a safety feature if any staples have been fired. 100% inspection is performed by an automated vision system to ensure staples presence. Proper handling instructions should be followed when removing and reloading cartridges, and users should reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 364d64, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, could not fire farther after fired a half. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.